Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. Access was obtained via the radial artery. The target lesion was located in the moderately calcified and non-tortuous left anterior descending artery (lad). The lesion was predilated with an unspecified non bsc balloon and then a 3.00x32mm taxus liberte stent delivery system (sds) was advanced to the lad; however the device was unable to cross the lesion. After several attempts to cross the lesion with the sds a 6f guideliner was advanced to the lesion. During advancement of the guideliner, the sds got "hung up" in the proximal part of the device and the stent dislodged from the stent delivery balloon inside of the guideliner. The physician was able to remove everything as a system with the stent remaining inside of the guideliner. The procedure was completed by performing angioplasty with several non bsc balloons. No patient complications were reported and the patient's current condition is okay.